Manufacturer narrative:
A stryker service technician performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on when attempted during inspection. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on when attempted during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and verified the reported issue. It was found that the center contact pad on the power on/off button has an open on the electrical wire leading to p5 connector to the digital board causing the device to not power on.the root cause of the reported issue of the device not powering on when prompted was determined to be due to the membrane switch panel. The device was destructively tested.